Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified unspecified vessel. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced without resistance and the device was initially inflated at unspecified pressure. However, on the second inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and wire lumen. There was a pinhole in the balloon material 2mm proximal of the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified unspecified vessel. A 12mm x 3.00mm nc quantum apex (tm) balloon catheter was advanced without resistance and the device was initially inflated at unspecified pressure. However, on the second inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.